Event description:
During a revision surgery, the surgeon was unable to remove the ceramic liner with the designed tool. The surgeon used a bone tamp to fracture the ceramic liner in order to remove it.

Manufacturer narrative:
Pending engineering evaluation.